Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units display hinge cover is broken. There was no patient involvement.

Manufacturer narrative:
Additional fields: e1(event site address - (B)(6), event site state- (B)(6), event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced hinges as well as hinge covers, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service

Event description:
N/a.